Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm due to infusion set falling off. Customer's blood glucose was 418 mg/dl. Customer was able to resolve no delivery with infusion set change. Customer was advised that infusion set would be replaced.